Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain, metal allergies, severe periods, fatigue, headaches, and rashes on face, bloating, and muscle spasms. On or about (B)(6) 2014, the plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy (approximately 6 months after essure placement).this event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 26-apr-2016 - (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy (approximately 6 months after essure placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/severe and persistent abdominal/pelvic pain/pelvic pain/pain') in a 35-year-old female patient who had essure (batch no. 30-257-dk not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2005, gravida I, seasonal allergy and salpingitis. Previously administered products included for an unreported indication: depo-provera from 2005 to 2006, toradol and atropine. Concurrent conditions included overweight, nickel sensitivity, rash, hypothyroidism, crohn's disease, pap smear abnormal, anemia and adenomyosis. Concomitant products included dexamethasone, naltrexone, oral contraceptive nos from 2006 to 2014, oxycodone and povidone-iodine. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling"). In (B)(6)2014, the patient experienced anger ("short fuse after removal"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("metal allergies/allergic to silver/allergy to nickel/essure allergy/allergies") with fatigue, rash, pruritus, blepharitis, skin irritation and dermatitis. On an unknown date, the patient experienced the first episode of menorrhagia ("severe periods"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), abdominal pain lower ("cramping/severe cramping/severe cramping"), eye swelling ("eye swelling"), alopecia ("hair loss"), the second episode of menorrhagia ("heavy periods"), abdominal discomfort ("burning in my abdomen"), abdominal pain ("persistent abdominal pain"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain/vaginal area pain"), erythema ("redness") and burning sensation ("burning"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, allergy to metals and abdominal pain was resolving, the headache, abdominal distension, muscle spasms, eye swelling, alopecia, the last episode of menorrhagia, swelling, anxiety, depression, vulvovaginal pain, erythema and anger outcome was unknown, the abdominal pain lower, abdominal discomfort and burning sensation had resolved and the back pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, anxiety, back pain, burning sensation, depression, erythema, eye swelling, headache, muscle spasms, pelvic pain, swelling, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: the allergy symptoms stopped immediately other than the worsening of my sensitivities to metals and jewelry. Can no longer wear earrings at all without my ears swelling, red, hot. Some necklaces now cause rashes. Right: 3 coils were noted, left: 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: bilaterally essure devices are noted.. On (B)(6)2014, hysterio salpingogram was done for essure confirmation. (B)(6)2014 - hysterectomy as a result of essure patient had patch testing done in (B)(6)2014 for allergies. Events pelvic pain and essure allergy are also described in social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "anger" and new reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/severe and persistent abdominal/pelvic pain/pelvic pain/pain') in a 35-year-old female patient who had essure (batch no. 30-257-dk notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2005, gravida I, seasonal allergy and salpingitis. *on (B)(6) 2014, hysterosalpingogram was done for essure confirmation. (B)(6) 2014 - hysterectomy as a result of essure. Patient had patch testing done in (B)(6) 2014 for allergies. Previously administered products included for an unreported indication: depo-provera from 2005 to 2006, toradol and atropine. Concurrent conditions included overweight, nickel sensitivity, rash, hypothyroidism, crohn's disease, pap smear abnormal, anemia and adenomyosis. Concomitant products included dexamethasone, naltrexone, oral contraceptive nos from 2006 to 2014, oxycodone and povidone-iodine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling"). In (B)(6) 2014, the patient experienced anger ("short fuse after removal"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("metal allergies/allergic to silver/allergy to nickel/essure allergy/allergies") with fatigue, rash, pruritus, blepharitis, skin irritation and dermatitis. On an unknown date, the patient experienced the first episode of menorrhagia ("severe periods"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), abdominal pain lower ("cramping/severe cramping/severe cramping"), eye swelling ("eye swelling"), alopecia ("hair loss"), the second episode of menorrhagia ("heavy periods"), abdominal discomfort ("burning in my abdomen"), abdominal pain ("persistent abdominal pain"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain/vaginal area pain"), erythema ("redness") and burning sensation ("burning"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and abdominal pain was resolving, the headache, abdominal distension, muscle spasms, eye swelling, alopecia, the last episode of menorrhagia, swelling, anxiety, depression, vulvovaginal pain, erythema and anger outcome was unknown, the abdominal pain lower, abdominal discomfort and burning sensation had resolved and the back pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, anxiety, back pain, burning sensation, depression, erythema, eye swelling, headache, muscle spasms, pelvic pain, swelling, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: the allergy symptoms stopped immediately other than the worsening of my sensitivities to metals and jewelry. Can no longer wear earrings at all without my ears swelling, red, hot. Some necklaces now cause rashes. Right: 3 coils were noted, left: 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: bilaterally essure devices are noted. Events pelvic pain and essure allergy are also described in social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain. The lot number reported (30-257) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: unlocked for quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/severe and persistent abdominal/pelvic pain") in a (B)(6)-year-old female patient who had essure (batch no. 30-257-dk) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 in 2005. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergies/allergic to silver/allergy to nickel") with fatigue, rash, pruritus, blepharitis, skin irritation and dermatitis, the first episode of menorrhagia ("severe periods"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), abdominal pain lower ("cramping/severe cramping"), eye swelling ("eye swelling"), alopecia ("hair loss"), the second episode of menorrhagia ("heavy periods"), abdominal discomfort ("burning in my abdomen"), abdominal pain ("persistent abdominal pain"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (hysterectomy was done). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal distension, muscle spasms, eye swelling, alopecia, the last episode of menorrhagia, swelling, anxiety, depression and vulvovaginal pain outcome was unknown, the allergy to metals and abdominal pain was resolving, the abdominal pain lower and abdominal discomfort had resolved and the back pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, eye swelling, headache, muscle spasms, pelvic pain, swelling, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2014, hysteriosalpingogram was done for essure confirmation. On (B)(6) 2014 - hysterectomy as a result of essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 29-nov-2017: new events added- cramping/ severe cramping, face rashes, eye swelling, fatigue, hair loss, itching, and heavy periods, dermatitis around my eyes, swelling, fatigue, itching, irritation, redness, allergic to silver , burning in my abdomen, dermatitis, persistent abdominal pain, depression, back pain and anxiety. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/severe and persistent abdominal/pelvic pain/pelvic pain/pain") in a 35-year-old female patient who had essure (batch no. 30-257-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2005 and seasonal allergy. Previously administered products included for an unreported indication: depo-provera from 2005 to 2006. Concurrent conditions included overweight. Concomitant products included oral contraceptive nos from 2006 to 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("metal allergies/allergic to silver/allergy to nickel/essure allergy/allergies") with fatigue, rash, pruritus, blepharitis, skin irritation and dermatitis. On an unknown date, the patient experienced the first episode of menorrhagia ("severe periods"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), abdominal pain lower ("cramping/severe cramping/severe cramping"), eye swelling ("eye swelling"), alopecia ("hair loss"), the second episode of menorrhagia ("heavy periods"), abdominal discomfort ("burning in my abdomen"), abdominal pain ("persistent abdominal pain"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain/vaginal area pain"), erythema ("redness") and burning sensation ("burning"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and abdominal pain was resolving, the headache, abdominal distension, muscle spasms, eye swelling, alopecia, the last episode of menorrhagia, swelling, anxiety, depression, vulvovaginal pain and erythema outcome was unknown, the abdominal pain lower, abdominal discomfort and burning sensation had resolved and the back pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, burning sensation, depression, erythema, eye swelling, headache, muscle spasms, pelvic pain, swelling, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: the allergy symptoms stopped immediately other than the worsening of my sensitivities to metals and jewelry. Can no longer wear earrings at all without my ears swelling, red, hot. Some necklaces now cause rashes. Right: 3 coils were noted, left: 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) -2014, hysteriosalpingogram was done for essure confirmation. (B)(6) 2014 - hysterectomy as a result of essure patient had patch testing done in apr2014 for allergies. Events pelvic pain and essure allergy are also desribed in social media. Allrgy to metals, quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received. Events per pfs: redness and burning sensation were added. Outcome of the events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/severe and persistent abdominal/pelvic pain/pelvic pain/pain") in a 35-year-old female patient who had essure (batch no. 30-257-dk invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2005 and seasonal allergy. Previously administered products included for an unreported indication: depo-provera from 2005 to 2006. Concurrent conditions included overweight. Concomitant products included oral contraceptive nos from 2006 to 2014. In 2013, the patient experienced swelling ("swelling"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("metal allergies/allergic to silver/allergy to nickel/essure allergy/allergies") with fatigue, rash, pruritus, blepharitis, skin irritation and dermatitis. On an unknown date, the patient experienced the first episode of menorrhagia ("severe periods"), headache ("headaches"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), abdominal pain lower ("cramping/severe cramping/severe cramping"), eye swelling ("eye swelling"), alopecia ("hair loss"), the second episode of menorrhagia ("heavy periods"), abdominal discomfort ("burning in my abdomen"), abdominal pain ("persistent abdominal pain"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain/vaginal area pain"), erythema ("redness") and burning sensation ("burning"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and abdominal pain was resolving, the headache, abdominal distension, muscle spasms, eye swelling, alopecia, the last episode of menorrhagia, swelling, anxiety, depression, vulvovaginal pain and erythema outcome was unknown, the abdominal pain lower, abdominal discomfort and burning sensation had resolved and the back pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, burning sensation, depression, erythema, eye swelling, headache, muscle spasms, pelvic pain, swelling, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: the allergy symptoms stopped immediately other than the worsening of my sensitivities to metals and jewelry. Can no longer wear earrings at all without my ears swelling, red, hot. Some necklaces now cause rashes. Right: 3 coils were noted, left: 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2014, hysteriosalpingogram was done for essure confirmation. (B)(6) 2014 - hysterectomy as a result of essure patient had patch testing done in (B)(6) 2014 for allergies. Events pelvic pain and essure allergy are also described in social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metals, pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.